Event description:
It was reported that during a craniotomy procedure using the attachment, the burr was not turning straight and damaged burr. It was reported that there was a procedural delay and had more time to finish the operation. It was reported that the procedure was completed with backup products. At the time of report, there was no known impact to a patient. Additional information was received stating that there was no patient or staff impact and there was a procedural delay of 20 mins. It was reported that there was no allegation with the burr. From pe-(B)(4) it was reported that the attachment with the report of vibration and difficulty with assembly. At the time of the report, there was no known impact to a patient.

Manufacturer narrative:
H3: product analysis: evaluation determined that the customer allegation of vibration and difficulty with assembly is confirmed. The likely cause of failure is due to distal bearings being detached. It was noted also that the internal tube bearings are corroded, the tube is worn, and the laser markings and color band are faded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.